Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pacemaker was found to be in backup vvi mode. No intervention was performed, and no information regarding the patient's condition or any further details could be obtained.

Event description:
It was reported that the patient presented in the clinic. The pacemaker was found to be in backup vvi mode. Programming changes were made and subsequently the pacemaker was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The event of the device in backup mode was confirmed. The device was received but not in bvvi mode; battery voltage was above the elective replacement indicator (eri). Analysis found non-maskable interrupt (nmi) memory errors registered in the device memory, consistent with an integrated circuit anomaly. Further testing showed no anomaly. The backup operation could not be reproduced. A longevity assessment was performed, and the device was within the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.